Manufacturer narrative:
Additional info: b.3;d.11;h.10 ************************************************************************* the device history record for model mz1000-07 lot 19076552 shows the component was manufactured on 24jul2019 with a total of 76,803 units. There were no quality notifications issued during the production build of this component.

Event description:
Customer advocacy received a copy of the customer's medwatch report from the FDA which states, "bard ref# (B)(4) powerloc non coring needle used to access port. Two positive pressure caps ref# (B)(4) used. Green curos caps used on ea. Port. Noted positive pressure cap with the curos cap on it leaked flush solution between positive pressure cap & curos cap. Several positive pressure caps were tried & several curos caps were tried. Leaking noted between positive pressure caps & curos caps each time. If curos cap removed, there was no leaking form positive pressure cap." An incomplete date of event of xx-jan-2020 was provided.

Manufacturer narrative:
Concomitant medical products: powerloc non coring needle; td unk although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
Customer advocacy received a copy of the customer's medwatch report from the FDA which states, "bard ref# 0671934 powerloc non coring needle used to access port. Two positive pressure caps ref# mz1000-07 used. Green curos caps used on ea. Port. Noted positive pressure cap with the curos cap on it leaked flush solution between positive pressure cap & curos cap. Several positive pressure caps were tried & several curos caps were tried. Leaking noted between positive pressure caps & curos caps each time. If curos cap removed, there was no leaking form positive pressure cap." An incomplete date of event of (B)(6) 2019 was provided. Additional information requested, but was not provided.